Event description:
Pt was on a heparin drip (25,000u/250ml) and it was discontinued. The nurse removed on the tubing from the pump without closing the roller clamp or removing it from the pt. This allowed the fluid to instill. The nurse does not recall manually unclamping the safety clamp fitment or if the safety clamp was engaged after removing it from the pump. Approx 30 minutes after the tubing was removed, the bag was found empty and about 150 mls had unintentionally infused to the pt. The pt required extra lab draws and monitoring. The serial numbers of the devices used are not known. They were placed back into service. The IV set was saved and has been requested to be sent to carefusion for investigation. The hospital reported that their investigation found this to be an individual practice issue and not a general unit wide issue.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The IV set has been requested, but not received. If the set is received, a follow-up report will be submitted.